Event description:
Ptca balloon fractured and retained in coronary abbott vascular ref# 3 1012272-15 lot # 30130g1 pt. Had initially been treated in cath lab with stent placed. One week later pt presented with chest pain and it was noted that a piece of balloon used in initial procedure was retained in the coronary . Pt was sent to another medical center they were not able to retrieve the piece of balloon so a new stent was placed to hold the piece in place. Dates of use: (B)(6) 2013.